Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition. Functional testing self-test passed, no error messages. Unit ran for a couple of minutes with sensor attached and readings, then it switched off and on randomly. The root cause was identified to be related to the supplier of the main board for the device. Faulty mainboard was replaced. A device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported the machine was reading continuously without stopping. No patient injury was reported.